Event description:
The customer returned the device for failed downstream occlusion test due to faulty sensor seal, during device analysis, downstream occlusion (dso) seal was confirmed to be faulty, and it had a crack. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The downstream occlusion (dso) seal had a crack. The service history review had no indication that the complaint was related to a service of the device within the review period. The customer¿s problem was confirmed, and the root cause of the issue was the faulty dso seal. The dso seal was replaced.